Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The certain® universal ratchet extension implant driver (long) (ire200u) was returned for investigation. Visual inspection of the as returned product identified wear about the square engagement and hex feature. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instsm rev d 02/16; no-touch tm delivery of certain® internal & external hex connection tapered implants. The complaint reported the ratchet extension does not connect to the implant properly. According to doctor it does not disengage from the implant and it was difficult to release the implant. Finally they finished the procedure placing the implant with other instrument. Functional testing revealed that the driver would engage and disengage with a mating implant. The reported complaint is unconfirmed following functional testing of the device. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver (ire200u) would not disengage from the implant. The procedure was completed using another instrument to place the implant.